Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female patient in her 40's who received poly-l-lactic acid on (B)(6) 2008. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed a rash and swelling. The patient also developed lumpiness on one side, which was noticeable especially in the evening. Poly-l-lactic acid was reconstituted a week in advance "as usual" with 5 ml of water and 2 ml 2% lidocaine and she was massaged at the end of her treatment. She also was instructed to continue massaging twice a day for more than five minutes. The patient stated that the rash is not bruising and she is expected to see her physician soon. Event outcome is not reported. (B)(4). Reporter's causality assessment: not provided. Additional information received on (B)(6) 2008: the physician reported that the patient's symptoms appear to be settling down. She has a residual acneiform rash on her right cheek, and had a similar rash on her left cheek, which has now subsided. The reporter states that he believes the right cheek will improve similarly. The patient also had significant swelling of her eyelids which suggest an allergic reaction. The reporter stated that it is doubtful that the nodules were related to poly-l-lactic acid, as the injections in the area were deep to the muscle and not superficial, and he mentioned that it was her first poly-l-lactic acid treatment. Additional information received on (B)(6) 2008: the physician reported that the patient was treated with 1.5 vials of poly-l-lactic acid, each diluted with 5 ml sterile water and 2 ml 2% lidocaine. She had deep injections in her temples, along the zygoma, and at the top of her nasolabial folds as this was her first session. While the physician was away, the patient left a message saying that she had a rash and significant swelling, and that her eyelids had become swollen. When the physician saw her on (B)(6) 2008, most of the swelling had subsided, as had the milder rash on the left side of her face. She had been massaging the areas twice daily for three weeks, for five minutes each time. The patient appeared to have an acneiform rash on the right side of her face. The reporter wondered at that time, if from her description, she had a reaction to poly-l-lactic acid or the lidocaine (although the patient says she has had dental local anesthetic in that past with no side effects). She also wondered if she had a resolving infection, but think this was unlikely. The patient also had a little firmness at the top of her nasolabial fold on the right side. The patient stated that at the time of the procedure the physician injected more into the right side, and the physician suspects that this was because her face was asymmetrical. Photographs were taken on (B)(6) 2008, and after reviewing them, the reporter stated that there did appear to be acneiform rash on her right side, but extending outside of her treated area. The physician mentioned that earlier this year, the patient completed a course of tetracyclines for acne and was wondering if the injection just triggered off her acne. The photos also showed little residual swelling, but this she thought was what she would have expected, as the water is reabsorbed before the poly-l-lactic acid has had any notable effect. The reporter states that she feels the patient has had probably more swelling than she expected, and also a flare of her acne, for which she was treated previously. The physician prescribed her oral lymecycline and topical zinc + erythromycin (zineryt) for the acne rash, and will see her again. Addendum for follow-up information received on september 08, 2008: the doctor reports that patient was not taking any concomitant medication apart from over the counter herbal remedies which she had taken for some time. No product names known. The doctor thinks the patient discontinued these after the poly-l-lactic treatment was given. The patient had stopped tetracyclines for acne at least four months prior to treatment with sculptra. The doctor feels that it was the poly-l-lactic that caused the swelling and triggered a flare of her acne. He did not see her at the height of the swelling but she says that her eyelid looked swollen as if she had an allergy. This area was not injected with poly-l-lactic. When the doctor reviewed her, her acne had subsided without oral antibiotics. The swelling had also subsided but she had a nodule over her right zygoma which was visible. He was sure that this was due to poly-l-lactic. However, another possibility would be that she may have developed a haematoma which has become organized considering the extensive swelling she described. She was very upset and even though she consented to the risk of nodule formation, (B)(6). She has not come back since then. No further information is expected. Additional information received on september 10, 2008: (B)(4) results were received. Batch record review was performed without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history report) and of the analytical results of the involved batch did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable.